Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a robotic repair of bilateral inguinal hernias with mesh. It was reported that after implant, the patient experienced hematoma, pain, unable to get out of bed, blood clots, and swelling. Post-operative patient treatment included revision surgery and evacuation of hematoma.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a robotic repair of bilateral inguinal hernias with mesh. It was reported that after implant, the patient experienced hematoma. Post-operative patient treatment included revision surgery and evacuation of hematoma.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent bilateral inguinal hernias.­­­­­­­­­ the procedure performed was robotic repair of bilateral inguinal hernias with mesh. (B)(6) 2016 - patient underwent a second surgery for a circumcision. The pre and post-operative diagnosis was phimosis. The patient has had a surgical revision.